Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 82 months after the implantation oversensing on this rv lead was noted. It was decided to replace the lead due to risk of inappropriate therapy. The therapy was deactivated and the revision was scheduled for december.